Event description:
It was reported that a cot began to tip at the highest position when a pt was being placed on the cot. The operator allegedly tried to prevent the cot from tipping and reported neck and back pain as a result of the event. The operator reportedly was prescribed medication. No pt adverse consequence was reported.

Manufacturer narrative:
The customer reported that there was no cot malfunction. The cot could not be examined because the customer could not determine which cot in their fleet was allegedly involved.